Event description:
Rn placed 20 gauge IV catheter in patient in ed and was unable to dislodge the needle from the catheter, it was able to pull back but wouldn¿t fully unlock, even with the use of clamps. The IV had to be removed from the patient and replaced with a different IV. No physical harm to patient noted. Manufacturer response for IV catheter, nexiva (per site reporter). Manufacturer sent shipping label to have affected product sent back to them for evaluation.